Event description:
It was reported that a smiths medical pump was alarming "air in line" when there is no air in line. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths medical. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Fm-dp-20085-08 performed. The air detector was determined to be the problem. The device passed functional tests, after replacement of the air detector. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.